Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the from the last two weeks she had been high blood glucose readings. The customer reported that she dropped the insulin pump and smashed it really hard and believed that the insulin pump is no longer working. The customer reported that she had changed the site, infusion set and reservoir for six times. The customer reported that there is scratched on the lcd screen. The customer reported that she is unable to read the display. The customer reported that the location of the damage was at the sides of the insulin pump. It was advised to the customer to discontinue use of the insulin pump and revert to backup plan. Product is not expected to return.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. Device received with minor scratched lcd window, cracked retainer and scratched case.